Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the wire was sticking out of their back. The patient stated their body rejects things. The patient wasn't sure exactly when the wire started sticking out, but they thought it started coming out a little bit over a week ago. The agent reviewed the patient should address the wire first by contacting their healthcare provider (hcp). The agent reviewed the wire sticking out needed to be addressed before the communicator was placed over the ins.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32mka implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4) b3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.